Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 at 8:20 pm with blood glucose of 538 mg/dl. The customer's current blood glucose was 199 mg/dl. The customer had other blood glucose 506 mg/dl, 525 mg/dl, 400 mg/dl, 341 mg/dl, 404 mg/dl, 362 mg/dl. The customer had experienced the symptoms such as thirst, frequent urination. The customer was treated with bolus with pump, intravenous solution and manual injection. Troubleshooting was declined for high blood glucose. The customer was off the insulin pump for less than 48 hours prior to hospitalization. The sensor will not be returned for analysis.